Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received multiple occlusion alarms during basal delivery. The customer's blood glucose (bg) level was 350 mg/dl with slight ketones. Insulin injections and water were used to address the bg level. During troubleshooting with tandem technical support, the occlusion was unable to cleared. The customer was to use insulin injections to manage diabetes.